Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during surgery, that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade teeth had wear and impact marks consistent with metal contact. The breakages were most likely due to excessive impact with metal instrumentation that caused an overloading condition on the outer dual cut teeth that resulted in failure of the tooth. The IFU for the associated handpiece (7209-009-700 rev c) states "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue."

Event description:
It was reported that during surgery, that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.